Manufacturer narrative:
During inspection and testing, the image was found to be noisy. The image issue was found to be caused by a failure of the imaging unit. In addition, there was a break in the cable near the connector. When the cable was bent, there were interference stripes in the picture. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image on the camera was blurry but became clearer when the cable was moved. The reported issue occurred during inspection of the device. The device was returned to an olympus service center for evaluation. Upon inspection and testing, the image was found to be noisy. This report is being submitted for the malfunction found during evaluation (noisy image). There was no harm or user injury reported due to the event. Three attempts were performed to obtain additional information, but no response has been received from the customer to-date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and of the event in section b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue was caused by a faulty ccd unit. However, the definitive root cause of the faulty ccd unit could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The defect occurred before the unspecified procedure. There was no impact on the patient, and the procedure was completed as planned.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.